Manufacturer narrative:
Additional details from the facility indicated that the cardiac output value was higher than expected, but the actual value is unknown. The catheter was used for the patient with cardiac failure.

Manufacturer narrative:
One model 096f6 catheter with a monoject 1 cc limited volume syringe was returned for examination. The reported event of co measurement issue was not able to be confirmed. No visible damage or abnormality was observed from the catheter body and balloon. No error message was observed on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on the vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened, and no visible abnormalities could be found. As received into the lab, the proximal injectate lumen was occluded with dry blood, and it was removed from the lumen with warm water. After removing the occlusion, all through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. Although no fault was found, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate co values were observed during use in a patient with cardiac failure. There was no occlusion, leakage or kink noted in the catheter. The indicated co value was higher than expected, but the actual value is unknown. It is unknown if the patient was treated based on the incorrect value, if the other trouble shooting was performed, if the error message was observed, and if the value affected by the patient condition or not was not available. The sample of tracing was not available. The catheter was replaced, and the problem was solved. The patient demographic information requested but unavailable. There were no patient complications reported.